Event description:
It was reported that the femoral impactor head broke while impacting the final prosthesis. The fragment was removed. No foreign bodies were retained. There was no impact to patient, surgeon, or surgery. There was no surgical delay. The surgical technique was utilized. The surgeon used a secondary impactor to finish the impaction. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 visual inspection of returned device confirms that the impactor pad is fractured and all fractured pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The reported lot was manufactured on october 28, 2017 and has therefore been in the field for 5+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.